Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple drawers were failed after 1.8 upgrade. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers were failed. A field service engineer (fse) worked remotely with the customer and identified multiple drawers were not appearing on the bus. The fse informed the customer to attempt recovery, which was unsuccessful. The fse then guided the customer to shut down the station, unplug the battery, reconnect it, and perform a reboot. After the station restarted, only one drawer showed a failure. The customer was able to recover and test the drawer successfully without any further issues. The system functioned as intended after the field service engineer repaired the device.